Event description:
It was reported that this right atrial lead exhibited loss of capture and a rise in impedance measurements, this impedance measurements are still within range. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.